Event description:
It was reported that during an infusion the bifuse was found leaking at the maxzero connection where the lipids were infusing. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
The customer¿s report of the bifuse was found leaking at the maxzero connection was not confirmed. The extension set was visually inspected and clear liquid was observed inside the set¿s tubing. No other abnormalities were observed during visual inspection. Dimensional evaluation determined the female luer end of the maxzero components to be within iso specifications. Functional testing showed no anomalies. The root cause of the customer's reported leaking could not be determined.

Event description:
It was reported that during an infusion the bifuse was found leaking at the maxzero connection where the lipids were infusing. Although requested, no additional information was provided regarding impact to patient or event detail.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that during an infusion the bifuse was found leaking at the maxzero connection where the lipids were infusing. There was no patient impact.